Event description:
On (B)(6) 2010, during coronary artery bypass graft surgery, an experienced surgeon, who had used heartstring iii proximal seal system devices for several years, noticed that an unusual excessive release force of the aortic button punch-out mechanism which is spring loaded. As a result it caused a jerking motion of the operator's hand with subsequent recoil which drove the tip of the punch through the aortic back wall. It was repaired without difficulty and the pt tolerated the procedure well. The surgeon also reported that this same type of thing had happened on one prior occasion when the device "jumped" forward. According to the operating room record, "...a hole was punched out in the ascending aorta. The punch misfired and actually put a hole in the back of the aorta. This was repaired with pledgeted 4-0 prolene stitches..."